Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the pt. Pt reported device was removed on (B)(6) 2026, pt reports the device disposition was unknown. Patient went on to clarify they had it removed because they need to have up to 4 surgeries and they already had 2 (pt confirmed these surgeries were indication for use related for their major back problems) so they needed to have the stimulator removed. Agent clarified charging issues and reason for explant: patient noted yes, they did have issues getting it charged, but chuckled and indicated age/user error, and that they had not needed it as much, agent asked and patient confirmed they had the implant removed because of the unrelated surgeries, and not the charging issues. Pt reports the cause was unclear but indicated as use error/not needing, and the issue was "resolved" (pt indicated having normal indication for use related pain as they do not have a stimulator). Pt opted to not provide a new address but noted they could be reached by phone.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for the call was the patient stated that the ins battery was dead and they couldn't get the ins to charge. Patient said that they charged the controller and they tried charging the ins, but the ins wouldn't charge. Pt said that it was okay to not have the ins charged/working for a while, but now they were starting to have some leg pain and they also found out that they have lyme's disease so they were also having joint pain. Pt said that it had been probably three years since the ins was charged. Pt did not have the external equipment present during the call, so agent was unable to perform any troubleshooting. Pt will call back once they have their equipment present for troubleshooting. When asked for the event date, pt just said that the ins would charge for a little bit but then the connection would be lost, so it would take them all night just to get the ins charged up a bit. When asked for managing hcp, pt said that they had moved and they saw a pain doctor who told them that if the ins wouldn't charge then they could replace the ins.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.